Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed failure to capture and failure to sense and dislodgement on the atrial (ra) lead. The physician elected to explant and replace the right atrial lead. The patient was in stable condition.

Manufacturer narrative:
The reported events were dislodgement, failure to capture, and failure to sense. As received, a complete lead was returned in one piece for analysis. Electrical, mechanical, and visual analysis was normal with no anomalies found.